Event description:
This pt had a right total knee arthroplasty 5 yr ago and did well until approximately 6 months ago when pt began having pain and swelling in the right knee. Pt was admitted to the facility for a revision of the right total knee. Intraoperatively synovitis was present. The tibial component was found to be loose and removed and replaced.